Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported that the insulin pump was dropped in water. The customer also stated that she was experiencing high blood glucose for the past two days. Three days later, the spouse called to report that the customer was hospitalized for high blood glucose and infection. The spouse stated that the insulin pump accidentally was dropped in the toilet. It was stated that the customer went to the hospital to have lesions removed that there were on her leg and abdomen area. The spouse stated that the customer's glucose level was on the 300s mg/dl, and possible were due to the infections. No further information was provided.